Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 237 mg/dl, 507 mg/dl, and 385 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
The initial reporter's last name was not provided. It was unknown if the initial reporter sent report to the FDA.